Event description:
It was reported that the device failed to alarm for a downstream occlusion during patient use in the ER. The nurse noted that the device had a green light demonstrated with no alarm noted. This resulted in the patient receiving an incorrect medication dosage. Although requested, no further information was provided.

Manufacturer narrative:
Investigation conclusion: the customer¿s stated issue of no occlusion alarm was confirmed through testing. The log review found the no downstream occlusion alarms for the reported date of event 05jan2000. The device logs could not definitively determine if the administration set was clamped or if the set was occluded. The logs do indicate that the device had previous occlusion alarms. Functional testing in the ¿as received¿ condition confirmed that no occlusion errors were observed when the administration set was clamped. A separated motor mount observed in the device was found which prevented the device from alarming for an upstream or downstream occlusion condition. A second functional test consisting of an infusion with a known good replacement motor mount/motor for channel a found the msiii operating and alarming for occlusions as intended. Device inspection: an internal and external inspection was performed on the source device. The instrument seal was observed intact. Impact marks were observed on the top left front and rear corner of the battery. It was observed pump a had a cracked motor mount. No other anomalies were observed. The incident administration set was not returned and could not be inspected. Root cause analysis: the probable root cause of the customer¿s complaint of no downstream occlusion alarm is believed to be a result of a cracked and separated motor mount. Device history review: a review of the device history record showed the device had a manufacture date of 12feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for 14309815 was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. 02/12/2015 ¿ test failure ¿ pressure test 02/21/2017 ¿ cassette jam channel a. 05/28/2018 ¿ broken screen. 08/13/2018 ¿ unit will not switch on. 08/22/2019 ¿ pm testing. 04/07/2020 ¿ channel b error. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received and evaluated.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested but not provided.

Event description:
It was reported that the device failed to alarm for a downstream occlusion during patient use in the ER. The nurse noted that the device had a green light demonstrated with no alarm noted. This resulted in the patient receiving an incorrect medication dosage. Although requested, no further information was provided.